Event description:
Customer called to report that the access 2 immunoassay system generated erroneously elevated accutni patient results above the normal range of the assay for six patient samples. Customer obtained erroneously elevated patient results within the risk stratification range of the assay for five patient samples. Customer obtained an erroneously elevated accutni patient result above the ami cutoff of the assay for one additional patient sample. Repeat testing of the patient samples on the same instrument reproduced the elevated results. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and found that a piece of aspirate probe tubing was plugged. After replacing the plugged tubing, the fse verified hardware performance. Customer was then able to perform repeat testing of the patient samples and obtained lower results, which were within the normal range of the assay. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).